Event description:
It was reported that the patient underwent a surgical procedure to have an artificial urinary sphincter (aus) pressure regulating balloon (prb) explanted and replaced with a new prb due to the patient requiring higher pressure for their urinary sphincter. No patient complications were reported.